Event description:
Revision surgery - the tibial baseplate had loosened.

Manufacturer narrative:
The root cause of the revision surgery was identified as aseptic loosening after 1.2 months of patient use. The outcomes attributed to this event are a required intervention to prevent impairment/damage and the healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number (two labeling issues, two loose, one instability, and one stiff knee), and this is the first complaint for this lot number. The root cause was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.